Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the leds were out on the joystick display, which confirmed the original complaint issue. However, the underlying cause could not be determined. The initial medwatch was filed with invacare rehabilitation equipment co. As the manufacturer; however, the correct manufacturer is invacare (B)(4).

Event description:
Provider states that he noticed that the 2 red led lights would not illuminate on the joystick.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that he noticed that the 2 red led lights would not illuminate on the joystick.